Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. There was no adverse impact to the customer¿s blood glucose level.